Event description:
It was reported that the customer had an excessive no delivery alarm on the insulin pump. No further troubleshooting provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
No reset error alarm could be verified during testing. The insulin pump had a cracked case near a display window corner, cracked display window, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.